Manufacturer narrative:
The reported event was not reproduced during functional testing of the autopulse platform ((B)(4)); however, confirmed during archive review. Probable root cause for user advisory (ua) 12 was likely due to improper attachment of the lifeband clip or a faulty safety switch. Visual inspection of the platform found a bent battery lock and the drive shaft was exhibiting binding and resistance. These observations were not related to the reported event. Review of the archive data retrieved from the platform revealed a user advisory (ua) 12 (lifeband not detected), ua 7 (discrepancy between load 1 and load 2 too large) and ua 18 (max take-up revolution exceeded) showed on the archive on (B)(6) 2018, the day of the reported event. Ua 7 and ua 18 were not related to the reported event. During functional testing, the reported event was not confirmed. To reduce the potential likelihood of an occurrence of ua 12, the adjustment of the reset switch of the lifeband was performed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. The platform was further tested and passed all functional testing criteria and met all required specifications without any observed issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform ((B)(4)) displayed a user advisory (ua) 12 (lifeband not present) error message and stopped compression. The crew immediately performed manual CPR. No known impact or patient consequence was reported. Additionally, the user was able to clear the ua12 error message at the station.